Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted for left bundle branch (lbb) area pacing and was not successfully implanted as the helix became entangled with tissue.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted due to tissue stuck in the helix. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.